Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. Reportedly, the pump rebooted repeatedly and the issue was not resolved with a new replacement battery cap. The patient reported that there was damage to the battery compartment and there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data did not find any unexplained power reset events. On investigation the battery compartment was found to have cracked under the finger pad. The returned battery cap was intact and the contact measurements were all within specifications. Using the returned battery cap, the pump powered up with the appropriate audible and vibratory functions. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidents. The pump casing was opened and no evidence of moisture intrusion or loose components were found inside the pump.